Event description:
Caller reports the following discrepant results during a correlation study: pt 1 obtained results on the coaguchek s system/coaguchek xs system of: 4.1 inr/2.8 inr. Pt 2 obtained results on the coaguchek s system/coaguchek xs system of: 1.8 inr/2.6 inr. Coumadin was held for the 1st pt and reduced for the 2nd pt due to device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 pt for suspect device in coaguchek xs system.